Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The hospital reported that there was a general complaint of "stiffness" with regards to the handling of the fusion bioline graft. The hospital did not report any patient effects. No further details are available. The hospital reported that there was "stiffness" with regards to the handling of the fusion bioline.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that there was "stiffness" with regards to the handling of the fusion bioline.